Event description:
Patient revised for tibial loosening and osteolysis.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product code and lot code required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported event without the product to examine and sufficient product information. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.